Event description:
Further review of the programming history indicates that a generator diagnostic test was performed on (B)(6) 2011, which programmed the device off.

Event description:
A review of the patient's programming history found that a final interrogation was not performed after diagnostics were performed on (B)(6) 2011. On the following visit, (B)(6) 2011, the patient was initially interrogated and found to be at settings indicative of an incomplete diagnostic test.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
The initial MDR inadvertently reported the event as a faulted diagnostic test; however, a generator diagnostic test was performed which programmed the patient's settings off.